Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak coming from the right side of their coulter lh 780 hematology analyzer when they were running samples. The leak consisted of clear fluid and the volume was approximately 50ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
Bec customer technical support (cts) performed troubleshooting over the phone and had the customer remove the right and left front panels, do a startup, and check for leaks. Startup passed however clear fluid was found leaking by qd (quick disconnect) 4/5. Cts informed customer that the backside of qd 4/5 is difficult to access and setup onsite service. A field service engineer (fse) went on-site and observed that the source of the leak was the tubing at solenoid 18 (solenoid 18 activates the rinse of the hgb cuvette). Fse replaced the tubing and no further evidence of leaking was observed. The cause of the leak was the tubing at solenoid 18. (B)(4).